Event description:
It was reported that the ventricular lead's polarity had been changed by the lead monitor function due to high impedance and high threshold. Therefore the ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.